Manufacturer narrative:
Additional information received on 4/13/2021 confirmed the death of the patient. Mfg report number 3013886523-2021-00195. Additional information received april 15, 2021: according to the family, there has been no prior seizures or head trauma. It was indicated the cause of death was complications by prolonged ICU stay. Date of death was (B)(6) 2021. The physician concluded, the patient's worsening condition never had to do with the valve, and further indicated the case of the patient as a whole has always been complicated.

Manufacturer narrative:
Hakim valve was returned for evaluation: DHR- lot 189508 conformed to the specifications when released to stock. Failure analysis- the valve was visually inspected, no defects or bends were noted in the valve. The valve passed the test for programming, occlusion, leak, reflux and pressure. The catheter was irrigated no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no over drainage or pressure issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported an unanticipated shunt programming change that was identified on (B)(6) 2021. A codman hakim programmable valve was implanted in a patient on (B)(6) 2020 for hydrocephalus. On the week of (B)(6) 2021, a representative was called to the hospital to reprogram the patient's valve. The patient was admitted to the emergency room with new onset of seizures, the patient reportedly had never had a seizure prior to this event. The patient had an MRI and an x-ray performed. The shunt valve that was previously set at 140mmh2o was now at 70mmh2o. The instrumentalist reportedly had a lot of difficulty in programming it but was able to reprogram to 150mmh2o. Reportedly even in the face of an MRI procedure, the values when they change are always between 1 or 2 options, we already found it strange that 140 went to 70. The patient was critically ill and required intubation. On (B)(6) 2021, the patient had an improvement in clinical status, but then started to get worse again. The patient had a CT scan that demonstrated the valve was over draining, the patient had small ventricles, almost collapsed, and the x-ray showed that the valve was again at 70mmh2o, without him having performed MRI or someone reprogram the shunt valve.

Manufacturer narrative:
Root cause update - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no over drainage or pressure issues were noted. Possible root cause for dented and bent could be due to csf liquid or biological debris distorting the image of the mechanism inside the valve, at the time of investigation no dent or bend was noted with the valve mechanism. Additional information: the valve was damaged when it was explanted. It was also noted by the physician.

Manufacturer narrative:
Additional information received on march 12, 2021: patient's history: hydrocephalus, with no history of seizure, without new and different symptoms before seizure. The procedure was carried out as indicated by the IFU, programming and then x-ray to confirm. Current status of the patient: serious in the ICU with tracheostomy, encephalitis, chronic comatose persistent vegetative state. Additional information received on march 22, 2021: "patient remains serious, in the ICU with hypertonia he had complications from other areas is very bad, with no prediction of improvement of the whole condition."

Event description:
N/a.